Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with the prostyle device. The device was attempted to be removed; however strong resistance was felt and the device was unable to be removed. The foot was deployed again, releasing tension and retracting the foot. The device was removed; however, the tip was noted to be separated. A cut down was done and all the separated portions were removed. The sheath was then upsized to greater than 8.5f sheath and the evar was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela no additional information was provided.

Event description:
Additional information was received: it was confirmed the reported separation was a guide separation and not a tip separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide separation were confirmed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.